Event description:
It was reported by the patient that the patient's left ventricular [lv] lead had been programmed off some time ago due to nerve stimulation. The lv lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.